Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) stent detached from the holder before insertion into the aorta. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. A lot history record review was completed for lots 3000383569, 3000407693, and 3000412963. The last 3 lots shipped to the account prior to the event/aware date. For lot #3000383569. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot #3000407693 and 3000412963. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.